Event description:
It was reported that the ventilator's inspiratory channel printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to provided information, after replacement of o2 cell, o2 cell cable and inspiratory channel printed circuit board the power errors and o2 evacuation fan error appeared. The occurrence of power errors and o2 evacuation fan error may lead to stop of ventilation. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the solution to the reported technical errors is unknown. Therefore, the root cause cannot be determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).